Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit and lime canister were cleaned and realligned the breathing circuit to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit and lime canister were cleaned and realligned the breathing circuit to resolve the issue.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.